Event description:
The was reported that while using the stapler in a live donor nephrectomy on the renal artery and fired the gun as normal (first firing) the gun appeared to follow the normal firing sequence but he was unable to open the device once the firing sequence was completed. They quickly opened another device which worked normally and they were able to transect the vessel and patient is doing really well.

Manufacturer narrative:
(B)(4). Date sent: 10/1/2024 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: please confirm if there was a change in the procedure? If yes, please explain. Extra port for a second gun to staple below the jammed gun. Or if the conversion was prepared but not needed? Yes, preparation was made but it was not needed. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Yes. The device was removed by stapling below it with a new gun. The jaws never opened again. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? No steps were used. I wasn't aware of them. Did the jaws eventually open? No, you will have the gun with the jaws still jammed around a piece of renal artery. Is the current patient status known? Patient is fine. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No, an extra laparoscopic port was needed only. Vascular stapler got jammed after application to artery during laparoscopic live donor surgery. Open conversion prepared urgently just in case reloading a new one will lead to problems i.e. Bleeding potentially leading to massive blood loss. New clamped provided to surgeon as per request. Informed nurse in-charge of the office. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 12/19/2024. D4 batch #953c10. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage, the jaws and trigger in the close position and with a reload loaded on the device. The reload was received fully fired with tissue between the jaws and with one tyvek. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 953c10, and no non-conformances related to the reported complaint condition were identified.